Event description:
It was reported that the patient presented for follow up. A device interrogation found that the right ventricular (rv) lead exhibited myopotential over-sensing, low pacing impedance, high capture threshold, and r-wave amplitude variation. No interventions were reported. The patient was stable.